Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. The customer connected the pump to a power source to charge and the pump turned on. Subsequently, a minimum fill notification occurred after filling the cartridge with 200 units of insulin. Customer¿s blood glucose ranged between 95-236mg/dl. Reportedly, a new cartridge was filled and loaded successfully.